Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl, and the cgm did not read ¿high.¿ technical support guided the customer through several steps, including disconnecting tubing, delivering boluses, and changing cartridges. Ultimately, the customer was advised to replace supplies and continue insulin therapy.